Manufacturer narrative:
The manufacturer had previously reported the replacement of the device's internal battery, active exhalation control module, and sensor board. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's internal battery was failing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "low inspiratory pressure" and "low expiratory pressure" alarm codes were found in the ventilator's downloaded error log. The device's active exhalation control module and sensor board were replaced to address the issues.